Event description:
The procedure was an atherectomy to the sfa and popliteal. After making passes with the turbohawk, the device was pulled back with the intention of removing it in order to clean out debris from the nosecone. As the device was pulled back the physician. Noticed some resistance. He continued to pull back and the catheter came out as a whole with the nosecone detached. The plunger was visible on the catheter and under fluro it was visible that the nosecone was stuck at the tip of the sheath. Only the tip of the rotating tip was outside the sheath. The sheath was pulled back slowly and the wire was held taut so that the nosecone could be retrieved as one unit with the sheath. Both the sheath and nosecone were retrieved successfully. There was evidence that the wire was kinked, therefore a short sheath was placed and the wire was retrieved.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.